Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager was unable to duplicate the tracker issues, and verified that all eye tracker measurements were within specification. The tm noted that the operator also stated that the first case had to be aborted because the ir image was not on the screen. To address this issue, the tm secured the ir cable with nylon tie to prevent the cable from coming out again, and successfully completed the system verification. No manufacturing investigation is required as no parts were replaced. Conclusion: based on the results of the investigation, the root cause of this complaint was the tracking error caused by the absence of the infrared light source due to the unplugged ir cable. (B) (4). (B) (4).

Event description:
Adverse event: interrupted procedure. Malfunction: ir monitor cable connection problem. A technician reported that the treatment ablation stopped several times on different procedures. The operator of the system noted that they received an eyetracker system messages "pupil position out of range" and also discovered that the ir cable to the monitor had become unplugged. Three procedures were involved with no affect to the patients.